Event description:
Healthcare professional reported left side "deflation". Device remains implanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Physician further reported "left implant was deflated in office prior to surgery for patient symmetry until [explant] surgery could occur" for the contra-lateral side event. There are no reportable events against the device and deflation will be unreported.

Manufacturer narrative:
There are no reportable events against the device and deflation will be unreported.

Event description:
Device was explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, h.6